Manufacturer narrative:
Pt's age and gender were requested, but have not been provided. The two devices were reported as returning for investigation. To date the devices have not been received. A f/u report will be submitted once the investigation and lot history review are completed. The additional device used in the same procedure was filed under MDR 2032380-2011-00065. Ref: arthrocare RMA 300018228.

Event description:
It was reported to arthrocare that a pt underwent a procedure using two magnum x knotless implants. The implant wire reportedly broke, causing a surgical delay of two hours. The surgeon was able to complete the repair with no need for additional incisions, no pt adverse effect or pt injury.